Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.

Event description:
During a left ventricular tachycardia ablation procedure, a cardiac perforation occurred. The catheter was advanced into the left ventricle for mapping and withdrawn into the left atrium. The catheter was then moved towards the left ventricle again, at which time it entered the left atrial appendage and perforated into the epicardial space. The patient became hypotensive and an intracardiac echocardiogram revealed a pericardial effusion. No immediate intervention was necessary; however, the following day the patient was still hypotensive and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.